Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during repair, out of the box, the cardiosave intra-aortic balloon pump (iabp) blue vertical line present on left side of the lcd. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) stated that screen is scrambled/glitching in both operating mode and in the service mode. Top display lcd assembly was replaced. Vertical line present on left side of the lcd. 2nd top display lcd installed. All display tests passed in the service mode. Complete pm performed with full calibration. Unit passed all functional and safety tests per factory specifications. Unit cleared for clinical use. The failure analysis and testing dept. Received top display lcd with a reported unit failure of a blue vertical line on the left side of the display. The failure analysis and testing dept. Installed top display lcd serial number n/a into the monitor of the cardiosave test fixture and tested the display to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. The fat booted the cardiosave into the clinical mode. When the blue screen turned on with the maquet logo a blue vertical line was observed on the left side of the display. When the clinical mode appeared on the display, the blue vertical line was observed on the left side of the display. The fat verified the complaint of a blue vertical line on the left side of the display. The display failed testing. Retaining the display in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.